Manufacturer narrative:
Correction: - date of event should have been (B)(6) 2020.

Manufacturer narrative:
Date of the event is estimated. The report stated that the patient had lead fracture due to work issues; therefore the leads were replaced and the ipg was also electively replaced to an MRI compatible system. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-02199. It was reported the patient's lead fractured due to the patient's line of work. Surgical intervention took place where the lead was explanted and replaced. Patient's ipg was electively replaced. Note: it is unknown which lead was fractured, as such both leads are being reported.